Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A DHR review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have had two incidents where this chest tube came apart at the glued seam between the catheter and the cuff. For tube #1 - the break was discovered while indwelling in the patient, two days after placement. The surgeon reconnected it and used an umbilical tie to tie it back together. Tube stayed in patient 10 days. The second device is in a separate report.